Event description:
It was reported that the device performed reboots during use whereupon the users decided to replace the device in a controlled maneuver. The event did not lead to consequences for the patient.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. The only further information that was made available was that an initial evaluation revealed a causal connection to a malfunction the device's power supply. Dräger is unable to perform a case-specific evaluation on the base of the available information. The device is not under a service contract, status of preventive maintenance and repairs is unknown. Even the age of the device cannot be determined since no s/n was transmitted. It would be plausible that a malfunction of the power supply leads to repeated reboots but there are other scenarios imaginable as well. For example, the specified device response to an internal overheating is that the supervisor software switches off the power supply to allow it to cool down, the device is designed to continue operation on battery supply then. But if the internal battery is overaged or otherwise depleted, it won't be available as a power source and, the device will perform a reboot. After successful completion of the reboot which will typically take 12 seconds, ventilation will be continued with the latest settings. Since it is likely that this short time was not enough to allow that the power supply could cool down sufficiently, the next switch off cycle may probably follow. A contributing factor for issues like that is lack of maintenance - when the dust filters at the inlet of the opening through which the device takes in ambient air for cooling have not been exchanged for a longer time, the air intake may be inhibited and, the probability for internal overheating rises. Finally, other root causes must be taken into consideration as well and, a differentiation is not possible due to lack of information. The case may be attributed to malfunction or to lack of maintenance or to a combination of both aspects. It is recommended to the hospital to have the device checked by trained service personnel. H3 other text : device not available for evaluation.